Event description:
The pt was revised because of osteolysis, poly wear of the insert and a broken locking mechanism.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event based on insufficient product info and unavailability of the product for examination. Polyethylene wear after approx 15 yrs implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.